Event description:
Additional information was received from a manufacturing representative. A revision was done on (B)(6) 2016 on the patient's infusion pump. They were unable to aspirate from the catheter. They tried "everything." The hcp saw crystallization at the connector. They put on a new connector, and the pump was running as low as possible. They did not prime the catheter, and the patient was still not feeling an effect. The connector would not be returned as the physician discarded it.

Manufacturer narrative:
Other applicable components are: product ID: 8709, lot# j11347r33, implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (90 mg/ml at 12 mg/day) from an implanted pump. The indication for use was spinal pain, non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that at a pump refill on (B)(6) 2016 the expected reservoir volume was 4.6ml however 20ml were aspirated. It was unknown what external or patient factors led to the event. A dye study had been scheduled for (B)(6) 2016. At the time of the report the patient was alive with no injury and it was unknown if surgical intervention was planned. Additional information was reported by the rep on (B)(6) 2016. It was reported that the patient had experienced increased pain since the pump replacement in (B)(6) 2015. It was originally attributed to post op pain but it continued. It was noted that by (B)(6) 2016 the patient pain was getting worse and the patient did not think they were getting effective therapy from the pump. It was noted that the patient needed to take more po medication because of the pain. A dye study was performed and the hcp was unable to aspirate or inject through the catheter access port. The hcp felt they saw a kink the catheter near the pump under fluoro. A catheter occlusion was suspected. A catheter revision was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.